Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1034108) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.

Event description:
A (B)(6) female with no history of peripheral vascular disease (pvd) underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. A 6f procedural sheath was used to obtain access at the left common femoral artery (cfa) at the top of the femoral head above the bifurcation, yet below the inferior epigastric artery. A pre-procedural femoral angiogram was taken and showed no significant disease present at the access site. No 50/50 contrast and saline was used. Following the procedure, the radiology technologist (rt) who is a trained user of the mynx, chose the device for femoral arterial closure. It was reported that the device preparation and the deployment steps were per the instruction for use (IFU). There was no complication during the procedure and closure except that there was a mild oozing after fingertip compression. Additional minute of compression was done and the access site was dry and intact. The patient was ambulated and discharged to home without vascular complication at the access site. Four days post procedure, the patient presented in the emergency room (ER) complaining of pain in her left leg and foot. Due to a significant scarring over the patient's right groin, the patient's left arm was accessed and a peripheral angiogram was taken and it showed that the initial site was still intact, yet occlusion was noted at the anterior tibial artery. The physician performed percutaneous transluminal angioplasty (pta) on the left anterior tibial (at) and the posterior tibial (pt) and subsequently implanted stents on both arteries. A pronto extraction catheter was also used to aspirate the thrombus from both the at and pt. Following the pta and the stenting, the flow at the anterior tibial was restored. The patient was kept overnight and discharged to home the following day. On (B)(6) 2011, an additional report was received stating that the patient underwent a thrombectomy procedure with an export aspiration catheter and it was reported that a "fair amount of foamy white material" was aspirated from both the anterior and posterior tibial arteries. The aspirated material was sent to pathology and the final diagnosis was, "blood clot admixed with amorphous acellular (foreign) material." The aci sales professional stated that the path report confirmed that the aspirated material was the "sealant."